Event description:
The report received indicated that pta was being performed in both external iliac arteries with mild calcification and vessel tortuosity, the rate of stenosis was both 75%. Ipsilateral approach was made. Initially, the right external iliac artery was treated placing smart control (c08100sl, lot unknown) without problem. Next smart control (complaint product) was delivered to the left external iliac artery. However, even though the tuning dial was rotated 15-20 times, the stent was only deployed approximately 2mm. The direction of the dial rotation was confirmed correct. The sds was removed from the patient. Another new product (c08080sl, lot unknown) was delivered and deployed in the lesion without problem. After the procedure, the complaint device was inspected. When the tuning dial was rotated, a slight friction/resistance was felt. When rotated the dial with extra force, the stent began to deploy from the sds. After this moment, the dial was rotated without problem and the stent was deployed. There was no adverse event and the patient is in stable condition. There will be product return. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. A 6f parent sheath introducer was used in the procedure. When removed from the tray was the stent was still constrained within the outer member/sheath. The smart control locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. No unusual force was applied during deployment of the stent. Upon receipt of the device, the stent was protruding by 2.5cm.

Manufacturer narrative:
The report received indicated that pta was being performed in both external iliac arteries with mild calcification and vessel tortuosity, the rate of stenosis was 75% in both vessels. Ipsilateral approach was made. Initially, the right external iliac artery was treated placing smart control ((B)(4), lot unknown) without problem. Next smart control was delivered to the left external iliac artery. However, even though the tuning dial was rotated 15-20 times, the stent was only deployed approximately 2mm. The direction of the dial rotation was confirmed correct. The sds was removed from the patient. Another new product ((B)(4), lot unknown) was delivered and deployed in the lesion without problem. After the procedure, the complaint device was inspected. When the tuning dial was rotated, a slight friction/resistance was felt. When rotated the dial with extra force, the stent began to deploy from the sds. After this moment, the dial was rotated without problem and the stent was deployed. There was no adverse event and the patient is in stable condition. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. A 6f parent sheath introducer was used in the procedure. When removed from the tray the stent was still constrained within the outer member/sheath. The smart control locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. No unusual force was applied during deployment of the stent. Upon receipt of the device, the stent was protruding by 2.5cm. One non-sterile smart control, iliac 8 x 100mm was received coiled inside two plastic bags. Two kinks were found at 7 and 11.3 cm from distal end; also the unit presented damage (cutting) at 37 cm from distal end. The stent was received partially deployed. Handle was received broken; no other damages could be observed. The outer length was measured and found within specification. Functional test (deployment process) was performed and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The exact cause of kinks and handle condition could not be conclusively determined. During manufacturing process there are controls to detect these kinds of sds damages. The failure reported 'partial deployment' was confirmed. The exact cause of the reported failure could not be conclusively determined; however it is likely procedural factors could contribute to the experienced failure. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken. As the deployment process was performed and no anomalies were found it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
This device was returned for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
One non-sterile smart control, iliac 8 x 100mm was received coiled inside two plastic bags. Two kinks were found at 7 and 11.3 cm from distal end; also the unit presented damage (cutting) at 37 cm from distal end. The stent was received partially deployed. Handle was received broken; no other damages could be observed. The outer length was measured and found within specification. Functional test (deployment process) was performed and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The exact cause of kinks and handle condition could not be conclusively determined. During manufacturing process there are controls to detect these kinds of sds damages. The failure reported 'partial deployment' was confirmed. The exact cause of the reported failure could not be conclusively determined; however it is likely procedural factors could contribute to the experienced failure. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken. Additional information was received and will be submitted within 30 days upon receipt.